Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer would load a new cartridge to address the issue. There was no reported adverse impact to the customer.